Event description:
It was reported the customer received a no delivery alarm on their insulin pump. Customer stated the alarm occurred during the prime process. The customer stated they had reconnected their reservoir and the issue persists. The customer also stated insulin was able to exit from the tubing. Customer's blood glucose was 4.1 mmol/l. The customer stated their infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).